Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u will be submitted.

Event description:
The customer reported that a reusable olympus cord was attached to the accessory receptacle of the generator broke during a monopolar application during a procedure. The cord caused a fire in the operating room due to the cord breakage. The site indicated they think the fire was caused by the cord, but have requested that the incident generator be evaluated. There was no pt injury.